Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: upon review of the available information, there is no allegation or objective evidence indicating a serious patient injury, death, or other adverse event(s) occurred while utilizing a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
On 13/oct/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for confusion on (B)(6) 2022. During follow-up, the patient confirmed he was admitted on (B)(6) 2022 and remains hospitalized. The patient stated the cause of his confusion has been discovered and is currently being treated. The events (while occurring at the end of treatment on (B)(6) 2022) were reportedly unrelated to ccpp therapy.

Event description:
On 13/oct/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for confusion on (B)(6) 2022. During follow-up, the patient confirmed he was admitted on (B)(6) 2022 and remains hospitalized. The patient stated the cause of his confusion has been discovered and is currently being treated. The events (while occurring at the end of treatment on (B)(6) 2022) were reportedly unrelated to ccpp therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.